Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. On january 18,2021 curative received communications from (B)(6) inquiring about 89 test results that were changed after the initial results were sent out. Based on our preliminary investigation, curative believes that there is sufficient information to reasonably suggest that this is an adverse event mandated by (B)(4). Pursuant to FDA's request, we are submitting this retrospective MDR for a confirmed false result claim. Through a root cause analysis, it was determined that samples received from (B)(6) facility in (B)(6) were resulted incorrectly due to technician error. During the extraction phase of testing on (B)(6) 2021 12:37 pm est, plate-dc0029373 and plate-phdc22162 were both erroneously switched with one another, causing patients from one sample plate to receive the results of patients from the other sample plate and vice versa. The plate that belonged to columbine west health and rehab facility was plate-dc0029373. Curative's data representative lead and clinical laboratory scientist was the first person to identify this switch, highlighting a gap in curative's testing process. At the time of this non-conforming event, there was no method in place to identify switched plates before reaching the resulting clinical laboratory scientists. As a corrective action, both plates plate-dc0029373 and plate-phdc22162 were to be re-plated by the plating department. However, by the time the request came through, plate-dc0029373 had been discarded once the original results were reported, thereby making it unavailable for repeat testing. As a consequence, all results from plate-dc0029373 were changed to "tnp" (test not performed) and the patients whose samples were affected were notified. However, plate-phdc22162 had insufficient volume for additional testing because it was re-plated twice - the first time was because of an automation error on the kingfisher. For the second re-plate, plate-phdc22162 was renamed to plate-pphd22162. When plate-pphd22162 was re-run, 47 of the samples resulted in "qns" (quantity not sufficient) because there was not enough sample left to re-test. 34 samples resulted in a negative, 7 samples resulted in a positive, and 1 sample resulted in indeterminate. The patients whose samples were affected were asked to send in another sample for testing. As a corrective action, the employee, who was responsible in manual extraction at the time of this non-conforming event, was retrained under direct supervision of extraction laboratory managers and in accordance with curative's standard operating guidelines (ex-001, version 3.2, effective 1/11/2021 to 2/15/2021). As of today, this employee is no longer working at curative. As a preventative action, the floating blank procedure was implemented across all curative testing sites in (B)(6) 2021 (ac-002 specimen accessioning and mapping fb implementation, vp-16102 floating blank and plate tracking process change testing plan, and vr-16103 floating blank validation report). With this new procedure, an additional plate identifier in the form of a blank or empty well was randomly assigned by dat software to each plate in order to prevent plate swapping, inverted plates, or mislabeled plates from being reported. The random assignment ensures each plate has a unique floating blank location, which the reporting clinical laboratory lead uses to verify the plate has not been switched, inverted, or mislabeled (effective (B)(6) 2021). As another preventative measure, all curative testing sites implemented a new correction of laboratory reports procedure (B)(6) 2021 (rr-005 correction of laboratory reports), which provides the instructions for requesting a result change, communicating laboratory errors with the patient in a timely manner, and changing the reported result through a corrected/amended report. This change reduces complaints concerning amended reports. Lastly, curative stopped performing manual extraction (B)(6)2021 when the abbott alinity m system was introduced. This new workflow reduces human error as it is a fully automated process. As a result of this investigation, curative can corroborate the complaint received from the (B)(6). Two sample plates were mishandled during the extraction phase of testing, resulting in patients receiving the wrong result. Corrective actions were implemented to address the root cause of technician error, which resulted in patients either receiving a tnp (test not performed), qns (quantity not sufficient), or corrected result.

Event description:
On (B)(6) 2021, (B)(6) emailed curative regarding a complaint regarding multiple results that were changed at the (B)(6) facility. Per the complaint - 'this morning, upwards of 85 staff members received emails from curative notifying them that their test results had been changed from "negative" results to "indeterminate" or "test not performed". 16 of the 17 positive results that were received thursday night had result status changed to "test not performed"'.